Event description:
A medtronic representative reported the computer was unresponsive after taking the intra-op scan during a transsphenoidal case. The mouse cursor was able to be moved both at the rack and in the room, however, they were unable to select, or click, on anything. The system was re-booted and they were then able to merge the intra-op MRI. The surgery proceeded to completion as planned. There was no impact to the patient outcome.

Manufacturer narrative:
The system's patient log was received on (B)(4) 2012, however, they did not provide any useful information as to the reason for the alleged malfunction. Software has not been evaluated as of the date of this report.

Manufacturer narrative:
Engineering analysis finds the logs did not provide any additional information. This issue was documented in a medtronic software anomaly tracking database for further investigation.